Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, resistance was encountered and the delivery system was removed. However, it was discovered the stent was missing from the delivery system. F/u dilatation of the original lesion and an accompanying vessel resulted in adequate vessel flow. No pt injury was reported with this event.